Event description:
It was reported that the pump did not work properly. There was no additional information provided. There was patient involvement and unknown patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Device evaluation: one device was received. Device was visually and functionally tested. Since the customer did not allege any specific problems, no customer complaint was able to be confirmed. During the visual testing, a damaged/detached dso seal was found. During the functional testing, the accuracy test failed. The problem was found to be with the defective expulsor. The expulsor was replaced as well as the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.